Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-mar-2026, arthrex was notified via email of a case study published in 2021 by the journal of shoulder and elbow surgery, titled ¿survival of stemless humeral head replacement in anatomic shoulder arthroplasty: a prospective study¿. The study reviewed seventy-five (75) patients who underwent anatomic total shoulder arthroplasty (atsa) or hemiarthroplasty (ha), using eclipse (arthrex) and univers pe keeled glenoid (arthrex) devices, to address the following: primary osteoarthritis (36 patients), post-traumatic arthritis (24 patients), arthritis due to instability (11 patients), cuff tear arthropathy (2 patients), glenoid dysplasia (1 patient), and rheumatoid arthritis (1 patient). During the one hundred twenty-six (126) month follow-up period, eight (8) patients underwent unspecified revision. Source: magosch, petra, sven lichtenberg, and peter habermeyer. "Survival of stemless humeral head replacement in anatomic shoulder arthroplasty: a prospective study." Journal of shoulder and elbow surgery 30.7 (2021): e343-e355.